Manufacturer narrative:
No samples were returned for this investigation and a lot number was not provided to perform a DHR review. Since no lot number or sample was provided the non conformity could not be confirmed. It was not determined if this issue was related to a personnel, process or material issue. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin, contrary to the operations manual, product labeling, product insert and in-service presentations. If additional information becomes available, a follow up report will be submitted.

Event description:
An end user reported that the drape had a melt spot in it. No patient injury or treatment was reported for the incident.